Event description:
It had been reported on manufacturer report # 1644487-2011-00890 that the patient had undergone a full replacement; it was initially reported to be due to a lead fracture, though the physician later discredited this report. However, when the device was returned to the manufacturer and analysis was completed, a lead fracture was identified in the returned lead portions of the negative and positive coils. Electropitting was observed at the fracture locations. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.